Event description:
It was reported that the patient¿s first leads were a ¿disaster¿ and did not manage the patient¿s symptoms. The patient could hardly walk to the bathroom due to her ms. The patient had the leads replaced in (B)(6) 2013 and had since been doing very well and had great results.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).